Manufacturer narrative:
The complaint of helix mechanism issue was confirmed. The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. No anomalies were found.

Event description:
It was reported that patient presented for scheduled implant procedure. During the procedure, it was noted that the newly placed right ventricular (rv) lead became dislodged. Despite multiple attempts, the lead could not remain in position. After repositioning the lead, the helix could not be fully extended. The rv lead was not implanted, and an alternate lead was used instead on (B)(6) 2025. The patient was in stable condition.